Event description:
It was reported that the first multifocal lens, (B)(4), was slightly decentered and the customer attributed it to the patient's anatomy. The lens was explanted on (B)(6) 2011. A second lens was used, (B)(4), the patient could not tolerate the visual symptoms and the doctor attributed the problem to cornea issue and not the lens. The lens was explanted on (B)(6) 2012 and a monofocal iol was used. Refer to MFR. Report #9614546-2012-00046 for report on second lens.

Manufacturer narrative:
(B)(4) patient code not provided. Lens was removed and replaced. The intraocular lens was received at our manufacturing facility and was visually inspected. The inspection of the optic parts revealed no optical deviations; however, at receipt, the lens was cut in half. A review of the manufacturing records for the lens showed no deviations. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.